Event description:
It was reported that there was a discrepancy in the data on the programmer and in the application. Technical services provided assistance in resolving the issue, and will escalate the event for further investigation. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.